Event description:
A customer contacted (B)(4) because the home patient (hp) removed the cap before priming was finished on the home choice (hc) and wanted to know what to do next. The hp also stated that he went ahead and connected himself and now was not sure what to do. The hp stated he had just started the initial drain. (B)(4) assisted the hp to cycle power off and on, and then end the therapy. (B)(4) advised the hp to start over with all new supplies. (B)(4) then explained proper setup procedures per the user manual guide. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. The writer received a voicemail message from the nurse on (B)(6) 2010 at 1:40pm regarding the home patient (hp). The nurse stated the hp had not mentioned any issues and that everything was going fine.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient removing the patient line cap before priming was complete and he was ready to connect himself. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/mis-use. A review of the labeling found it to be adequate for the user error identified in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.